Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, fiber like debris was found on the surface of iol following implantation. The debris was removed during the initial procedure and surgeon continued implanting the lens with no reported harm to the patient.